Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for pre-dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient was fine.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for pre-dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was noted inside the balloon which is an indication of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres as per mustang specification. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip of the device. No other issues were identified during the product analysis.